Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse observed the rotary valve was leaking. The fse replaced the rotary valve, and checked connections at the column and filter housing. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective rotary valve.

Event description:
On (B)(6) 2015, a customer reported hbe flags on first sample with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.